Event description:
Because of my breast cancer and required mastectomy, I had breast reconstruction with mentor smooth round ultra high profile silicone implants. Within weeks to months I begin having unexplained rashes, fatigue, and then drastic loss of pulmonary function and problems breathing which progressively became worse. I went to different pulmonologists and was diagnosed with asthma but they couldn't tell me what was causing it. After complaining to my plastic surgeon, he agreed to replace the implants with saline implants and that occurred on (B)(6) 2017. My breathing improved and my rashes went away. Pulmonary function tests show my improvement pre and post silicone implants. My asthma did not go away entirely but I'm not surprised since even saline implants have small amounts of silicone in the shells that hold the saline. However, my lung function is improved. I truly hope you will prioritize this research so that other options can be developed for women whose immune systems react negatively to silicone. I know this is me as I had to discontinue using a silicone scar treatment on my exterior breast skin due to a severe allergic reaction that my dermatologist diagnosed. Breast cancer survivors need other options so that implants with silicone don't trigger an autoimmune disease. We have battled for our lives already and didn't want implants but only when no other options are available due to not having enough fat tissue, what else can we do? Please find an answer for the millions of sister warriors that are out there just fighting to reclaim their feminine identity after losing so much. Thank you. FDA safety report ID# (B)(4).